Event description:
It was reported that an increase in the pace/sense lead impedance, an increase in pacing threshold, and low rv sensing were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.